Event description:
We received an allegation about questionable high results for 1 patient sample tested with elecsys hiv combi pt assay on a cobas e 411 immunoassay analyser (rack system). On (B)(6) 2025, the sample was initially tested on the customer's e 411 analyser, resulting in the following: the initial result was 3.82 coi. The repeat results were 3.92 coi and 3.87 coi. The above results were all interpreted as reactive. The screening test result from hologic was positive. The hiv quantitative test result with an unknown method was negative. The sample was provided for investigation, where it was repeated on (B)(6) 2025 at the investigation site, resulting in the following: elecsys hiv combi pt: result: 3.82 coi. Repeat result: 3.77 coi. Both results were interpreted as reactive. Elecsys hiv duo: result: 2.32 coi (hivag: 0.19 coi/ ahiv: 2.32 coi). Repeat result: 2.42 coi (hivag: 0.218 coi/ ahiv: 2.41 coi). Immunochromatography: anti hiv-1 result and anti hiv-2 result were both negative. No hiv confirmatory test results were provided.

Manufacturer narrative:
The cobas e411 rack system serial number was (B)(6). False reactive results may occur in elecsys hiv combi pt, the specificity of this assay is less than 100%. The product labeling states: "initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined. The elecsys hiv combi pt performs within specifications.